Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were increased and high thresholds and high impedance which increased to infinite measurements, along with no capture at maximum output through the implantable pulse generator (ipg). Upon trying to remove the chronic lead from the device, the physician discovered that the set screw was not tightened appropriately and the chronic lead could be removed from the header. The lead was reinserted into the header and tested with normal values. The physician chose to cap the acute lead and reuse the chronic lead. The lead and device remain in use. No patient complications have been reported as a result of this event.